Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Additionally, it was reported that a minimum fill notification and a cartridge change error occurred. Customer's blood glucose level was 101 mg/dl. Reportedly, the customer reloaded the cartridge and successfully resumed insulin delivery.